Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt neurostimulator replaced on (B)(6) 2011 due to normal battery depletion. On (B)(6) 2011, the pt had swelling of the incision and increased tenderness of the incision up near the wires in his neck region. The pt was admitted to neurosurgery; a culture showed (B)(6). The pt was treated with intravenous nafcillin (4 gm reconstituted, 4 times per day; (B)(6) 2011) and cephalexin (dose unk; (B)(6) 2011); however, the PICC line had to be replaced from the left arm to the right arm due to blockage. The left implanted neurostimulator and wire extension up to the connector behind the ear were removed. On (B)(6) 2011, the pt developed a fever. He went to his local emergency room and was discharged after blood cultures were taken. His fever persisted and he developed signs of sepsis. The pt was admitted to his local emergency room and was transferred to (B)(6) on (B)(6) 2011. An MRI of the pt's brain showed no cerebral infection. Blood cultures revealed (B)(6). The pt had significantly improved following sepsis treatment and treatment with fluconazole ((B)(6) 2011 - unk), linezolid ((B)(6) 2011 - unk), and penicillin ((B)(6) 2011 - unk).